Event description:
It was reported that the patient was experiencing loss of stimulation as a result of lead migration. The lead was revised and remains implanted in the patient. The patient was doing well postoperatively.